Manufacturer narrative:
A visual examination was performed on the returned product. Distal end: no defect was found on fiber surface. Proximal end: the fiber surface is broken and separated between the metal sma connector and the boot strain relief. The spiral wrap and white tubing are separated, too. At the surface, fiber is recessed 0.056" and optical sleeve has a small chip. There is no evidence of burning or melting of the fiber buffer, fiber surfaces or adhesive where the fiber is broken and separated. Possible cause(s): due to reported problem and lack of physical evidence suggesting fiber breakage during use, a possible cause is due to fiber breakage of 0.056" length at proximal end of connector during use, leading to ejection of broken fiber fragment from connector and loss of aiming beam during use, potentially due to laser misalignment or unknown causes. Fiber breakage between metal connector and boot appears to have occurred after lasing had ceased during the case. In accordance with the instructions for use.

Event description:
"Loss of aiming beam shortly into case." This information is documented as reported to trimedyne. This event was reported to trimedyne on 04/17/2007 with no known event date. Based upon the information provided by the complainant, the event was determined to be not reportable. However, evaluation of the returned product (on 06/22/2007) revealed the problem to be reportable.